Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced bleeding, dyspareunia, suprapubic pain and mesh erosion. An excision of the mesh and a cytoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.